Manufacturer narrative:
Part: 313.96.96; synthes lot: a4hj291; supplier lot: na; release to warehouse date: april 28, 1998; manufactured by synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the cruciform screwdriver was received at us customer quality (cq) with minimal signs of wear. However, at the very distal tip of the device, some stripping can be seen. This is consistent with the reported complaint condition, thus confirming the complaint. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing over the 20+ year lifetime of the device; therefore, further investigation for the reported complaint device is not required. It is likely that the stripped distal tip contributed to the complaint. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction internal fixation of a hand fracture on an unknown date, one (1) holding sleeve for screws and one (1) cruciform screwdriver had an unknown malfunction. Another device set was used to complete the procedure. There was no surgical delay. Patient outcome was normal. Upon manufacturer receipt and investigation, it was determined that the tip of the cruciform screwdriver was stripped. This report is for a cruciform screwdriver. This is report 1 of 1 for (B)(4).